Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a documented blood glucose of 320 mg/dl and increased insulin usage; the user attributed contributing factors to personal stress and emotional strain, and troubleshooting and education were completed. Symptoms included high blood glucose without reported acute complications. Outcomes included no hospitalization, no emergency treatment, and self-management with monitoring. Investigation included complaint review and user troubleshooting. Investigation of this case revealed no device malfunction reported and user acknowledged situational factors that could affect glycemic control. It was concluded that the event was hyperglycemia with an unclear cause, and the device was assessed as functioning as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.